Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the product condition. The patient reported that the cannula was not inserted in the infusion site. This condition would interrupt insulin delivery and contributed to hyperglycemia. No qualification record review was possible as no product lot number was reported. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "if your reading is above 500 mg/dl, th epdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The patient reported that her blood glucose reached 600 mg/dl and she had to got to the hospital. She stated that several bolus doses of insulin were given and her bg continued to rise. Customer stated that the cannula was not inserted properly in the infusion site. She stated that she was treated for the hyperglycemia, but did not elaborate.